Event description:
It was observed that during the device evaluation, the videoscope exhibited foreign object inside the nozzle. The issue occurred during a diagnostic procedure (upper endoscopy). The intended procedure was completed with the same set of device. There was no delay. There were no reports of patient involvement. This medical device report (MDR) is being submitted to capture the reportable malfunction found during the evaluation.

Manufacturer narrative:
The device was cleaned, disinfected, and sterilized the product before it was sent in for repair. According to the customer, there was no delay in the start of the pre-cleaning, the air/water nozzle was flushed with air and water, the nozzle was cleaned with lint-free cloths/brushes/sponges and the air/water nozzle was flushed with detergent solution. There were no abnormalities in the accessories used for reprocessing. The device was returned and evaluated. In addition to the reportable malfunction documented in b5.the additional evaluation findings were as follows: due to a scratch on objective lens, flare occurred, due to wear of angle wire, the play of upward/downward knob was out of the standard value, due to clogging of nozzle, water removal ability did not meet the standard value, due to wear of angle wire, bending angle in up direction did not meet the standard value, bending section cover had a chip and a crack, light guide lens had a crack control unit had discoloration, right/left knob, forceps lever, upward/downward knob, forceps elevator knob, connecting tube, light guide lens and objective lens had discoloration. Control unit, forceps elevator lever, right/left knob, forceps elevator knob, upward/downward knobswitch#3,switch#4,switch box ,scope cover, grip, universal cord ,scope connector ,scope connector cover, plastic distal end cover and connecting tube all had a scratch. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, the foreign material could not be identified but was likely caused by insufficient cleaning. However, a definitive root cause could not be determined. The event can be detected and prevented by following the instructions for use which state: "the instruction manual operation manual gif/cf/pcf-290 series, chapter 3 preparation and inspection describes the methods for detection. The instruction manual reprocessing manual gif/cf/pcf-290 series, chapter 5 reprocessing the endoscope (and related reprocessing accessories) describes the methods for prevention. " olympus will continue to monitor field performance for this device.